Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy, procedure date apparently several months ago. It was reported the pt developed "biliary peritonitis" post - operatively. Rep was told x-ray showed malformed clip-clip not closed properly at the distal end. All that is known is that the pt is currently ill.other details not known at this time.